Event description:
It was reported that the patient presented to the ER after experiencing syncope. Session records revealed oversensing of noise. The patient received no shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned cut in two pieces. The distal tip was not returned. External insulation abrasion was found at 25.0cm from the connector pin. The etfe coating on one rv conductor was abraded at the same location. Internal insulation abrasion was found at 38.0cm from the connector pin. The etfe coating was intact at the same location. A complete electrical analysis could not be performed due to the condition of one lead portion.